Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the emergency room after feeling the device vibratory alert. Interrogation revealed the device had triggered the early replacement indicator. A capacitor maintenance test was performed on (B)(6) 2018. Threshold and pacing were unchanged. Premature battery depletion was suspected. The device was explanted and replaced on (B)(6) 2018. There were no adverse consequences to the patient prior, during and post procedure.